Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. During the implant, the lead was positioned; impedances were around 1490 ohms, sensing was stable, and thresholds were 2.5 v. The physician elected to reposition the lead and after, out of range pace impedances greater than 3000 ohms were observed. In addition, high pacing thresholds and loss of capture were seen during the three attempts to reposition the lead. All observations were confirmed when the lead was tested via a pacing system analyzer. The rv lead was then removed and replaced successfully. No adverse patient effects were reported.